Event description:
A customer contacted baxter hong kong regarding a packaging related issue with a locking titanium adaptor. The customer stated that the package was broken and there was dust inside. There was no patient involvement, patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a packaging related issue was confirmed during the sample evaluation; however, no root cause could be determined. The sample was visually inspected and there was a hole in the unit pouch there was also evidence of dust or particulate matter (pm) on the inside of the pouch. It appears as if the dust/pm in the pouch is as a result of the hole in the pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.